Manufacturer narrative:
The explanted products were discarded by the surgical facility and will not be returned for evaluation.

Event description:
The patient's system was explanted due to infection.